Event description:
The event occurred on an unspecified date and involved a plum 360 infusion pump. Reporter stated that the IV pump alarmed for n250 and additionally the pump automatically turns turned off by itself or would say indicated that the lever was opened even when no one touched it. There was patient involvement and there was no report of harm.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.